Manufacturer narrative:
(B)(4) - the reported issue of stent difficulty crossing lesion. (B)(4) - the reported issue of catheter kinked. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the esophagus of a cancer patient on (B)(6) 2010. According to the complainant, the patient presented with a seven centimeter esophageal stricture. The endoscope was passed into the esophagus, and the guidewire advanced to the stricture. The endoscope was removed, and the stent was back loaded over the guidewire. The stent device was unable to be advanced through the stricture, and as a result was removed from the patient. Dilatation was performed up to 12mm; however, the stent was unable to be advanced through the stricture, and the working length of the catheter became "bent". It was reported that the suture was released a "little bit" at the end of the catheter; however, the stent did not deploy (no metal part was visible). The device was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure within the esophagus of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with a seven centimeter esophageal stricture. The endoscope was passed into the esophagus, and the guidewire advanced to the stricture. The endoscope was removed, and the stent was back loaded over the guidewire. The stent device was unable to be advanced through the stricture, and as a result was removed from the patient. Dilatation was performed up to 12mm; however the stent was unable to be advanced through the stricture, and the working length of the catheter became 'bent'. It was reported that the suture was released a 'little bit' at the end of the catheter; however the stent did not deploy (no metal part was visible). The device was removed from the patient without issue, and the procedure was completed with another ultraflex esophageal covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed, by approximately 0.4mm. The shaft had a significant kink located at the guidewire access port. There were no further visible signs of damage. The stent was deployed and no issues were noted with the profile of the deployed stent which could have contributed to the reported complaint. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.